Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Perform thv deployment by unlocking the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp <=50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Based on the review of the IFU/training manuals, no deficiencies were identified. As the deflation issue was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect was identified, no corrective or preventative actions are required. The deflation difficulty was unable to be confirmed, as no device-related photos were provided. Additionally, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. A review of lot history, DHR, did not reveal any indications that a manufacturing non-conformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. Per description 'the physician had maneuvered the delivery system counterclockwise to position the valve pre-deployment. When the balloon was found to not deflate immediately post-deployment, the delivery system was maneuvered clockwise to take the torque off that may have been applied pre-deployment and the balloon was able to be fully deflated.' As such it is possible the torquing of the delivery system caused the delivery system to be twisted restricting the ability to deflate the balloon. As such, available information suggests procedural factors (mishandling of devices) could have contributed to the reported event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system was slow to deflate post successful valve deployment. The physician had maneuvered the delivery system counterclockwise to position the valve pre-deployment. When the balloon was found to not deflate immediately post-deployment, the delivery system was maneuvered clockwise to take the torque off that may have been applied pre-deployment and the balloon was able to be fully deflated. The valve was successfully deployed and no harm occurred to the patient. Inflation time was approximately 5 seconds, deflation was 10-15 seconds. The device is not available for return. No kinks were noted after the device was removed from the patient. The ratio of contrast to saline used was 15% contrast/ 85% saline.